Event description:
Physician reports over 100 incidents of peritonitis after insertion of pt's peritoneal dialysis catheter. Specific details regarding causative bacteria, antibiotics, and lab results have not been provided by this physician. Physician could not attribute the cause of peritonitis to the minicap disconnect cap.